Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced an adverse event of hypoglycemia requiring medical intervention. Troubleshooting of her diabetic equipment with customer care showed the device to be performing as intended. This is being reported as an adverse event according to FDA medwatch regulations. The meter and test strips in question will be returned for eval.